Event description:
This is a reported problem that only presents itself in assist/control (ac) mode problem. The peak and peep pressures not increasing when the knob is rotated fully clockwise. Inspiratory pressure control adjustments are not responding. When the control knob is rotated clockwise fully the peak pressure indicates a response of 7 on the monitor and displays low inspiratory pressure.

Manufacturer narrative:
The end user returned the ventilator to manufacturer; the manufacturer evaluated the ventilator. The manufacturer personnel noted the ventilator was "dirty and the overlay was peeling off. Additionally, the housing was noted to have chipped paint. Upon testing the ventilator, the manufacturer noted the balance regulator was out of calibration and the "alarm select" on the control panel was not working. It is possible that improper care and/or maintenance issues caused or contributed to this event.